Event description:
It was reported the device was used in a laparoscopic hernia repair. The device was leaking air during the procedure. A new one was opened to complete the case. There was no consequence to the pt.